Event description:
It was reported patient enrolled in a clinical study and underwent a total left hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 for an unknown reason. Taperloc stem was removed and arcos stem implanted. It was further reported that on or about (B)(6) 2014, patient contracted an infection while in rehabilitation. Intravenous antibiotics were administered and treatment was resolved on (B)(6) 2014.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction." This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2014-02744 / 02749).